Event description:
The customer reported that when they hang and program a secondary infusion sometimes, upon return to the pt's room, they find the secondary medication bag is still full. The customer further reported that they use baxter clear link secondary tubing and asked if they are using the wrong secondary tubing. During the course of their own troubleshooting the issue they found if they flush the needle free port with a saline filled syringe and then connect the secondary tubing the problem is solved. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that secondary bags were found full. The customer stated the sets will not be returned because they were discarded.